Event description:
(B)(4). I've also experienced extreme sweating throughout the night, some cases where my clothes are completely wet.

Event description:
(B)(4). All of these are ongoing - occasional abdominal pain, extreme bloating in the stomach, major depression, body aches in back and legs, psoriasis of the scalp, brittle hair, memory loss/brain fog, menstrual clots.